Event description:
It was reported that the customer had high blood glucose levels of 542 mg/dl. The customer treated with a bolus from the insulin pump. The mother of the customer reported that the insulin pump had a crack and a scratch on the middle of the insulin pump. It was reported that there was a crack on the screen of the insulin pump made it hard for the customer to read the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and case. No cracks were found on the casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).